Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: samples were received and an investigation was performed. This is the 14th complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported 150 bd ultra-fine insulin syringed had foreign matter. The following information was provided by the initial reporter: "the customer stated that liquid comes out when the plunger is pressed."